Manufacturer narrative:
Corrected data: there was no cartridge fitting issue.

Event description:
It was reported that the customer had an issue with loading a cartridge onto the pump. However, there was no cartridge fitting issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rubber around the rack pushrod looked "melted" and "withered and old." Reportedly, this issue made it difficult for the customer to load a cartridge onto the pump; however, the customer was still successfully able to load a cartridge. There was no known impact to the customer's blood glucose level. The customer would continue to use the pump for insulin therapy.